Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. Mitek has contacted the author multiple times for additional information but none has been received so far. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This report is being filed after the subsequent review of the following literature case study: coracoid fracture following latarjet failure. Authors: capogna brian, m.d., ryan william, b.s., mcgee alan m.d., and jazrawi laith, m.d. Bulletin of the hospital for joint diseases 2016; 74(4):318-22. (B)(6). Revision surgery due to fracture of the coracoid graft.